Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported that during pause one of his solution bags had leaked fluid on to the floor but no fluid was on the cycler. It is unknown if the cycler alarmed. The patient filled 2002ml in fill 1 before going into his pause. The patient was advised to reset up the treatment with new supplies. Follow up with the patient indicates that the patient did not observe fluid from the cycler or supply bag but the tubing. The patient did experience any complications as a result of the alleged event. The patient did not report missing any treatments. The patient reported discarding the cycler set.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.